Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the male luer on the blood collection device is attached to the patient's hep lock (needle free connector on the lock). Upon disconnection, the male luer on the blood collection device cracks and breaks resulting in a leak. For this event, the customer reported the male luer broke off from the collection device and remained lodged inside of the hep lock. No patient harm or medical intervention was reported. No further patient/event information was provided.